Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 38mg/dl. Customer also reported that they had issues with the insulin pump, and stated that they wanted to replace their insulin pump for an insulin pump without the scroll wrap feature. Customer declined troubleshooting. No additional information was provided.